Event description:
It was reported that during an unknown procedure, device suddenly burst and fell into the abdominal cavity. The doctor immediately searched for it, took it out and put it together completely . Changed the new one to complete surgery. No patient consequence.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: "were there any patient consequences? If yes, please describe. No." An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/29/2022. Upon review it was identified this is a duplicate report. All information reported for this event was reported under 3005075853-2022-02426. Moving forward all additional information will be filed under 3005075853-2022-02426. H.10 duplicate report.